Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the buttons were unresponsive and no delivery alarm occurred during or after the times the buttons were not responding. Instructed the customer to remove the battery for five minutes and insert a new battery. The insulin pump did not alarm and the buttons were responding, but the time was not advancing. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.